Manufacturer narrative:
The unit was received at the international service center. Although machine and proximal pressure sensors failed was not duplicated. Review of the diagnostic log confirmed the occurrence and also identified the presence of multiple error codes, suggesting that a spi (serial peripheral interface) bus failure occurred. The spi bus is an internal communication link between the cpu (central processing unit) and the gas delivery system. This communication link is what is used to read the calibration data for the pressure and flow sensors as well as to read the actual values of the pressure and flow sensors; a failure of the communication link can result in a vent inop condition of the pressure and flow sensors; a failure of the communication link can result in a vent inop condition. The service technician determined the cause was communication failure and the data acquisition board to motor controller (mc) cable was replaced, and the mc board retention bracket was attached.

Event description:
The international customer reported that when the biomed turned on the v60 unit to use it in the hospital room, machine and proximal pressure sensors failed message was displayed and the unit did not start up. The unit was turned off and turned back on several times but the issue was not resolved. There was no patient involvement.